Manufacturer narrative:
The lithotomy positioner stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The device's velcro strap, which secures the patient's foot and leg, is secured to the boot using a staple and adhesive. IFU states you should always confirm the working order prior to using it clinically. In the event a device failure was to occur, or the device was thought to be unreliable, the device would not be used, and a backup device would likely be available for immediate use. Upon inspection, baxter technical support found the gas spring bolt got broken, causing the device to snap when weight was applied. Baxter technical support fitted a new gas spring and lower the joint plate. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a yellofin leg holder collapse were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that allen yellofin elite screw holding the hydraulics broke off and the housing fall apart. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.